Event description:
It was reported that the 2800 system does not power up and can not x-ray. It was also noted that the power indication on the workstation is off. An alternate system was used for the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Reset the ups to get required operational voltage and repaired a loose connection in the table tower. The system was tested and found to be working as intended and placed back into svc.